Manufacturer narrative:
Product event summary: it was confirmed that the programmer was very slow to respond to on screen commands. The hard drive health was found to be eighty-five percent. Additionally, the programmer failed the incoming power down/thermal test, which could result in an unrecoverable shutdown.

Event description:
It was reported that the programmer would "lag" in performing tasks, sometimes to the point of becoming completely unresponsive. The programmer has been returned to service. There was no patient involvement.